Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the customer to perform various troubleshooting steps, but the pump screen remained unresponsive. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.